Event description:
(B)(4) received a call on 08/15/2016 reporting a medical intervention that occured on (B)(6) 2016 at 11:50am. Patient's ((B)(6)) assistant ((B)(6)) called in stating the (B)(6) meter was not reading properly. (B)(6) stated that the prodigy meter continued to give glucose results over 200mg/dl for a whole week prior to the event. (B)(6) was instructed to go to the ER due to the high results. (B)(6) normal blood glucose readings are usually under 100mg/dl. (B)(6) was experiencing symptoms of dizziness. Paramedics were called one day after testing with the prodigy meter. Paramedics arrived 10 minutes after being called. Upon arrival paramedics tested (B)(6) blood glucose with their meter with a result of 115mg/dl. Approximately 1 day passed between testing with the prodigy meter and the paramedic's meter. Paramedics also performed a glucose test with the prodigy meter with a result of 284mg/dl. Mw was transported to ER by paramedics. (B)(6) blood glucose upon arrival at ER was 115mg/dl. Mw was administered an IV of unknown type for treatment a ER. (B)(6) glucose reading upon discharge from hospital was 130mg/dl. (B)(6) total stay in the hospital was 1 day. (B)(4) sent replacement and prepaid envelope requesting return of suspect device.